Event description:
The customer reported to customer service that her battery pack of her pump in style breast pump did not power the device. However, during follow up with the customer she reported mastitis. The event was confirmed by a medela clinician on (B)(6) 2014.

Manufacturer narrative:
The customer was sent a new power supply. The customer reported that she had mastitis due to the fact that the battery pack was defective. A medela clinician spoke with the customer and confirmed mastitis. The customer was prescribed the antibiotic dicloxicillin and her symptoms are gone and she feels normal again. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.